Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient was throwing up and environmental, external, and patient factors were unknown. Diagnostics/troubleshooting including synching up to the pump which had no alerts and was infusing. It was noted that the patient's pump was replaced on (B)(6) 2026. The issue was not indicated as resolved at the time of that report and the patient's status was that they were in the hospital and throwing up. On (B)(6) 2026, a follow-up was provided that reported the patient had a catheter revision. The old catheter was partially removed and tied off, and a new catheter was implanted. Additional information was received from the manufacturer's representative (rep). It was reported that they did not have further inf ormation on the patient and had not been notified of any side effects.

Manufacturer narrative:
Continuation of d10: product ID 8780; lot/serial# (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2026; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot #: (B)(6), ubd: 27-jun-2021, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.